Event description:
It was reported that the patient was having discomfort and pain at the ipg site due to the size of the battery. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was kept by facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1140, (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was having discomfort and pain at the ipg site due to the size of the battery. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was kept by facility.